Event description:
Piece of spine catheter broke off and remains in patient. Procedure was completed using another spine catheter. Nurse manager stated that the doctor was repositioning the catheter in a disc when it kinked. The doctor then removed the catheter and the introducer needle at the same time and it was noticed that a piece of the tip was missing. This was verified via x-ray. The procedure was completed successfully with a backup smith & nephew catheter. At this time, the patient is not rescheduled for removal of the broken piece and the doctor is not planning on returning the catheter for evaluation.